Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath allegedly did not tear and was then able to be torn with an instrument to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the sheath allegedly did not tear and was then able to be torn with an instrument to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one fully peeled 6.5fr peel-apart sheath received for evaluation. Visual, tactile and dimensional evaluation were performed. One half of the valve was noted to be attached under the valve cap. Dimensional measurement was performed of the valve split and found to be within specification. Two electronic photos were provided and reviewed. An unevenly broken valve was noted on the one side of the t handle of the peel away sheath. Manufacturing site evaluation of the sample found a completely peeled 6.5 fr sheath, the vessel dilator was not present, residues of use were observed in the sample. The photo evaluation demonstrates that valve had not been properly divided, most of the valve was attached to the half indicating bard. Therefore, the investigation is confirmed for the reported difficult or delayed separation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.